Event description:
Update 3/10/2016 (B)(4). It was reported that the safety valve sub-test failed during the system check-out tests. There was no patient connected to the anesthesia workstation at the time of the event.(B)(4).

Manufacturer narrative:
The safety valve was returned and investigated. A visual inspection of the returned safety valve including the membrane revealed that the lower metal part, and the upper plastic part, were not assembled properly and one of the three screws holding them together was missing. After putting a new screw in place,, the safety valve was mounted into a reference flow-I and several system check-outs were performed without deviations. The received device test logs confirmed the reported safety valve sub-test failure during the performed system check-out's and this was caused by the incorrect assembled safety valve.

Event description:
(B)(4).